Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 577 mg/dl and trace ketones. Reportedly, the customer did not have an active continuous glucose monitor session started on the pump. A manual insulin injection was administered and a bolus was delivered to address bg level. Recommendation was made to discuss diabetes management with a health care professional. Multiple follow-up attempts were performed by tandem technical support to obtain additional information, however, customer did not respond.